Manufacturer narrative:
(B)(4). No visual, dimensional and functional inspection conducted since a device sample was not available for evaluation. No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during a cardiac arrest the 25mm io needle was placed. Upon drilling into the bone the needle and hub were unable to be separated. A second io was placed without issue. The patient is deceased. The paramedic determined that the cause of death was not related to the malfunction of the device.